Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated troponin value for one patient sample. The analyzer generated an initial troponin value of 0.038 and repeat values of 0.019, 0.019, and 0.025. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy and precision testing, a search for similar complaints, and a review of labeling. The customer observed a falsely elevated troponin result for one patient sample. Tracking and trending did not identify atypical complaint activity for troponin-I reagent lot 74264un11. Accuracy and precision protocols were performed and met acceptance criteria. Labeling was reviewed and found to be adequate. Based on the results of this investigation architect stat troponin-I reagent lot 74264un11 is performing as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.